Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump and air bubbles in the reservoir. Customer was cutting grass and then heard the pump screaming. Customer stated that it has not gotten wet and she did not have it next to her skin when she was cutting the grass. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced. Customer refused to return the pump.